Event description:
(B)(6) rn from the (B)(6) hospital ER from (B)(6). Pt (patient) was in the hospital due to malfunction of her remunity pump and that she is being administered the medication (remodulin) in the hospital. Date of admittance/ discharge or length of hospitalization is unknown. Unknown if md aware. No further info/details or dates available. Sq remunity self-fill pt. Pt started using remunity device (B)(6) 2023.